Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for pre-dilation but failed to cross the lesion. When the balloon was inflated, the balloon ruptured at first inflation. The procedure was completed with a different device. No patient serious injury nor complications were reported.